Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 153670 , test base part number 195-430h / lot: 148383. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is 0.004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.

Manufacturer narrative:
The investigation is still in progess. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 self test performed on (B)(6) 2021. Pcr testing was performed on (B)(6) 2021 and generated positive results. Per the consumer, the patient is symptomatic. No additional information, including patient treatment and outcome was provided.